Event description:
It was reported "staples were found jamming during use on the patient". No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled. A device history record review was performed, and no relevant findings were identified. Die casting were observed anomalies on the forming tool. The piece of the shuttle component that interacts with the trigger was observed to be bent out of its proper position. An imprint from the shuttle was observed on the trigger. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "staples were found jamming during use on the patient". No patient injury or consequence reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).